Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated pt presented to her office with an increase in seizures below pre-vns baseline. System diagnostics test run during this office visit resulted in high lead impedance indicating a possible lead malfunction. No replacement surgery is scheduled at this time.